Event description:
It was reported by the patient's wife that the patient visited the ER (emergency room) for hyperglycemia on (B)(6) 2025. The patient's blood glucose levels reached 578 mg/dl while wearing the pod between 36 and 48 hours in the abdomen. The wife reported giving the patient 10 units of insulin via an insulin pen at home in an attempt to lower blood glucose levels without success, before seeking medical attention. The patient was reported to not be feeling good at the time, but there were no specific symptoms provided associated with hyperglycemic event. The patient was treated with IV (intravenous) fluids and IV insulin. The patient was released about 5 hours later with a blood glucose level of 271 mg/dl. The patient was reported to be wearing the pod at the time medical attention was sought and continued to use the pod until it ran out of insulin in the ER. The pod was removed and discarded at the hospital.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and emergency room visit. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.1. Smartphone operating system: n5004l-am-q-mv01602-06-01.06 smartphone hardware: n5004l. Cgm sensor type: g6. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time[1][2][3]..), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. [1] beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019; 13:614-626. [1] welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019; 10:751-755. [1] puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019; 21:155-158.